Event description:
MFR received a report from a dealership alleging that while transferring from the wheelchair to the bed, the brakes allegedly failed, causing the enduser to fall and break a dental crown. The end user was unsupervised and unassisted at the time of the incident.